Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011: the patient presented with symptoms of low back pain with symptoms of radiculopathy affecting the right lower extremity. The patient underwent nerve conduction emg study. Findings: no evidence of a lumbar radiculopathy on the right side; no clear evidence of a peripheral neuropathy though the sural sensory nerve action potential is slightly delayed and it could be due to effect of temperature of the body; there is evidence of a mild right media mononeuropathy which was evaluated today. On (B)(6) 2011: the patient underwent an MRI of the lumbar spine without contrast. Findings: spondylosis at l5 with grade 1 spondylolisthesis that is unchanged; pseudo-disc at l1-s1 with biforaminal extension right greater than left with neuroforaminal narrowing on the right; disc dislocation at l5-s1. On (B)(6) 2011: the patient presented with low back pain, a benign essential tremor (B)(6) 2011: the patient presented with low back pain and pain radiating down his legs. X-rays show that he has grade I, almost grade ii spondylolisthesis at l5-s1. This is an isthmic spondylolisthesis due to a pars interarticularis defect or fracture. The flexion extension shows instability at that level. MRI scan shows that he has severe compression of the l5 exiting nerve root as it goes through the foramen. The right worse than the left. Impression: grade I almost grade ii isthmic spondylolisthesis; severe l5 radiculopathy right greater than left; severe l5 foraminal stenosis right greater than left; degenerative disc disease l5-s1. On (B)(6) 2011: the patient presented with the following preoperative diagnoses: grade 1 to 2 isthmic spondylolisthesis l5-s1; lumbar spinal stenosis l4-5, l5-s1, with severe bilateral l5 foraminal stenosis; severe degenerative disk disease l5-s1. The patient underwent the following procedures: decompressive laminectomy and foraminotomy l4-5 and l5-s1 (2 levels); posterior lumbar interbody fusion l5-s1; posterior spinal fusion l5-s1; posterior segmental instrumentation l5-s1; left iliac crest bone marrow aspiration; emg monitoring. Per the op notes, the surgeon decorticated until there was good bleeding bone at the endplates of l5 and s1. A 13 millimeter rotate cage was placed in the disk space. The patient's own bone plus a small sponge of rhbmp-2/acs was used. One sponge in each cage. This mixture was used to fill the cages. The bone graft was also inserted into the disk space between the cages. Bone graft was also packed posterolaterally between the transverse process of l5 and the sacral ala bilaterally. Care was made not to let any bone graft fall into the canal centrally. No complications were noted. On (B)(6) 2011: x-rays were reviewed with the patient. He shows good position of his screws. There is no evidence of breakage or radiolucency. His cage is in place without subluxation. On (B)(6) 2012: x-rays were reviewed. They showed good bone growth along the rods and the cage was in place on the ap view. On (B)(6) 2012: the patient presented for chronic pain management. The patient has limited range of motion in his back. Assessment: spondylolisthesis. On (B)(6) 2012: the patient presented following a possible back injury while working on his truck. Examination produces pain with palpation of his upper lumbars and lower thoracic segment and some pain in the upper thoracics. Assessment: spondylolisthesis. On (B)(6) 2012: the patient underwent CT of the head. Impression: normal CT of the head. On (B)(6) 2012: the patient presented with left lower arm rash/discomfort and left leg weakness. Assessment: unspecified urticarial; spondylolisthesis. On (B)(6) 2012: the patient underwent stress echocardiogram. The test was stopped due to left shoulder and arm pain that did radiate down into his left chest. It occurred at peak exercise and was gone with 3 minutes of recovery. He also got very short of breath. Impression: stress test is positive for exercise-induced shoulder, arm and chest pain; this was a submaximal exercise stress test, as the patient only achieved 80% of his maximum predicted heart rate; there were no st segment changes to suggest ischemia; blunted hemodynamic response to exercise. On (B)(6) 2012: the patient presented to the ER with chest pain. The patient's discharge diagnoses were the following: non cardiac chest pain; paresthesias; history of optic neuritis; moderate malnutrition with an albumin of 3.2 of unclear etiology; chronic pain with degenerative disk disease; left lower lobe infiltrate on chest x-ray from outside hospital of unclear significance. On (B)(6) 2012: the patient underwent a left heart catheterization with ventriculography and coronary angiography. Summary: normal left-sided hemodynamics with no gradient across the aortic valve; normal left ventricular systolic function in the rao view; normal appearing coronary arteries. On (B)(6) 2012: the patient presented with left chest/rib pain, cardiac catheterization follow up, and a cough for 2 weeks. On (B)(6) 2012: the patient underwent CT of the chest. Impression: normal CT of the chest. On (B)(6) 2012: the patient presented with left eye vision disturbances, anxiety/ insomnia, and back pain. Assessment: surgical spinal fusion l5-s1; optic neuritis, left; insomnia. On (B)(6) 2013: the patient presented with low back pain/ twisting injury. Examination found mild limping gait. Assessment: surgical spinal fusion l5-s1; muscle spasms. On (B)(6) 2013: the patient presented with hip and back pain post fall. The patient had recently fell on ice as well as falling after his right leg gave out. Assessment: lumbar pain. On (B)(6) 2013: the patient presented for a nerve conduction emg study due to left foot drop. Findings: evidence of a left peroneal motor neuropathy with site of lesion across the head of fibula. However no corresponding clear cut denervation potential is seen in the muscles supplied by the peroneal nerve; right peroneal nerve study shows normal distal latency and conduction velocity though the amplitude of responses are slow throughout and it appears more prominent on the left side; demonstrates prominent denervation potential of an acute type of the lumbar paraspinal muscle on the left side. Findings of this record would suggest possibly a left peroneal motor neuropathy with site of lesion across the knee. This could be secondary to a lumbar disc disease or possible secondary to surgery performed in this area. On (B)(6) 2013: the patient presented with pain and numbness bilaterally in the lower extremities in the anterior tibial regions, with the symptoms being equal on both sides. The patient also reports pain in the medial and lateral aspects of his lower leg and back of the calf, top of the foot, medial and lateral thighs, and what feels like his knee joints. The patient also reports cramping muscle spasms in his lower legs as well. He has intermittent left foot drop. Impression: this patient's complex symptom patterns do not specifically fit either lumbar spine pathology or peroneal neuropathy. He has no overt myelopathic signs either. On (B)(6) 2013: the patient underwent MRI of the thoracic spine without contrast. Findings: degenerative disc space disease with broad-based disc bulges at t2/3, t4/5, t5/6 which flatten the ventral aspect of the thecal sac; broad based disc protrusion at t7/8 which indents the ventral aspect of the thecal sac; no cord changes; mild narrowing of the right neural foramen at t2/3. MRI of the cervical spine found mild narrowing of the ventral aspect of the central canal at c3/4, c4/5, c5/6 and no canal stenosis. The patient also underwent MRI of the cervical spine. Impression: mild narrowing of the ventral aspect of the central canal, predominantly at the expense of the csf spaces, at c3/4, c4/% and c5/6 level, disc annuli bulges are present at these levels; no sizable focal disc herniation throughout the cervical levels, no cervical central canal stenosis or appreciable foraminal narrowing. On (B)(6) 2013: the patient presented with pain that radiates to his legs along with anterior thigh numbness that spread to his anterior shin. The patient also reports let posterior arm and tingling in the medial hand involving digits 3-5. Impression: ongoing lumbosacral radiculopathy;no evidence of multifocal motor neuropathy. Emg completed on this visit showed no evidence of multifocal motor neuropathy. There is evidence of a left ulnar mononeuropathy that is demyelinating in type (with minimal axon loss) at the elbow. The emg showed mild chronic neurogenic changes in a distal leg and foot muscles that could be consistent with the distal expression of an l5/s1 radiculopathy. On (B)(6) 2013: the patient presented to physical therapy. Impression: gait instability, back pain, and radicular symptoms in bilateral lower extremities. On (B)(6) 2013: the patient presented with difficulty ambulating, tremors, numbness in both lower extremities and has ataxia of gait. On (B)(6) 2013: the patient underwent CT of the head. Impression: normal CT of the head. The patient underwent CT of the cervical spine. Impression: normal CT of the cervical spine with no evidence of an acute fracture or listhesis. The patient also underwent CT of the chest, abdomen and pelvis. Impression: there is mild dependent atelectasis posteriorly in both lung bases. The CT of the chest, abdomen, and pelvis is otherwise normal with no evidence of an acute chest, abdominal, or pelvic injury. On (B)(6) 2013: the patient underwent CT of the lumbar spine. Impression: there is a stable grade I anterolisthesis of l5 on s1 with post-surgical changes of a l5-s1 fusion. There is no evidence of loosening or fracture of the orthopedic hardware. The lumbar spine is otherwise normal in appearance with no evidence of degenerative disc or facet changes, no acute fracture or listhesis, and no evidence of central canal or neural foraminal encroachment. The patient also underwent CT of the thoracic spine. Impression: there is a right convexity thoracic scoliosis with mild reversal of the normal thoracic kyphosis centered at t8 but no evidence of an acute fracture, listhesis, or paraspinous hematoma. On (B)(6) 2013: the patient presented with back pain and spasms. He also has some pain and some numbness in his lower legs along the dermatomes of l5 and s1. On (B)(6) 2013: the patient presented MRI of the lumbar spine. Impression: dorsal and interbody fusion changes at l5/s1 level. Foraminal decompression at l5/s1. The bipedicular screws produce susceptibility artifact and limits evaluation of the neural foramina at this level. No central canal stenosis is appreciated at l5/s1 level or throughout the remainder of the lumbar levels; grade 1 anterolisthesis of l5 over s1 is unchanged since the previous examination. The height of the intervertebral disc space posteriorly is improved due to intervertebral disc graft placement; no bone marrow or paravertebral soft tissue edema, no new disc herniations; moderate to mild to moderate foraminal narrowing at l4/l5 level due to foraminal disc annulus bulge and due to superimposed facets hypertrophy. On (B)(6) 2013: the patient presented for follow up with chronic pain. Assessment: other specified idiopathic peripheral neuropathy. On (B)(6) 2013: the patient presented for x-rays of the chest. Impression: negative chest. On (B)(6) 2013: the patient presented for follow up after a visit to the ER for respiratory distress or difficulty in breathing. Impression: neurologic symptoms of unclear etiology; tremor, possibly essential tremor; ataxia by history; some sensory changes possibly consistent with neuropathy; respiratory distress of unclear etiology. The patient underwent an MRI of the head. Impression: no abnormal signal or abnormal enhancement throughout the intracranial compartment to strongly suspect intracranial infections, inflammatory or infiltrative process on the basis of appearance; a 1.22 x 1.69 x 1.98 cm cystically transformed pineal gland imposed minute mass effect upon the superior colliculi. This is thought to represent an incidental observation at this time. On (B)(6) 2013: the patient presented with neurologic symptoms of unclear etiology, tremor, history of ataxia, some sensory changes possibly consistent with neuropathy, recent respiratory symptoms of unclear etiology and unclear whether these are at all related to his nonspecific neurological symptoms. Assessment: numbness and weakness. On (B)(6) 2013: the patient presented for evaluation of idiopathic peripheral neuropathy. The patient reports back pain, left foot drag ging, difficulty ambulating, weakness in legs. It was noted the patient might have a possible spinal cerebellar ataxia because the patient had a wide based gait. The patient also reports numbness in his legs and hands that can extend into his forearms. The patient reports having diarrhea for the last year and a half and has lost 40 lbs in the last 5 months despite the fact he believes he eats well. Assessment: chronic pain syndrome; medically unexplained symptoms. On (B)(6) 2013: the patient presented with pain, weakness, loss of weight, and a somewhat global atrophic picture. The patient also reports having chronic diarrhea. Impression: possible chronic pain-type syndrome. Assessment: insomnia, numbness, weakness. On (B)(6) 2013: the patient underwent an electroneuromyography report. Interpretation: abnormal examination. There is electrodiagnostic evidence which is consistent with limited residual bilateral l5 radiculopathy. There is no clear evidence of current lumbosacral ra diculopathy, plexopathy, or peripheral polyneuropathy. On (B)(6) 2013: the patient presented with some non-specific neurologic symptoms, numbness, pain and weakness. On (B)(6) 2014: the patient presented for functional capacity evaluation. Summary: the patient does not meet the job requirements of his most recent job. In most areas, he falls in the light physical demand level.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6), 2011: the patient presented with pre-operative diagnosis of grade 1 to 2 isthmic spondylolisthesis l5-s1; lumbar spinal stenosis l4-5, l5-s1, with severe bilateral l5 forarainal stenosis; severe degenerative disk disease l5-s1. Patient underwent following operations: decompressive laminectomy and foraminoctomy l4-5 and l5-s1 (two levels); posterior lumbar interbody fusion l5-s1; posterior segmental instrumentation l5-s1; left iliac crest bone marrow aspiration; electromyogram monitoring. Per op notes patient complained of severe low back pain and severe leg pain that was giving him difficulty standing and walking. Patient did have a longstanding isthmic spondylolisthesis at l5-s1, which is related to either a pars fracture of pars interarticularis defect. A combination of the patient's own bone plus a small sponge of bmp was used. One sponge was used in each cage. Inserted the bone graft into the disk space between the cages then rotated it after was counter seated below the posterior wall of the vertebral body. Then packed bone graft between the cage and the followed up with a second cage and verified that they were both in good position. Pioneer surgical instrumentation was also used in this surgery, no patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.